Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, low pump flow was noted. Fluoroscopy showed the pump cannula to be kinked. Device was replaced with another impella pump. No patient harm was reported.